Manufacturer narrative:
(B)(4).

Event description:
It was reported that suspected externalized conductor was observed via x-ray. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductor does not appear to be externalized. No negative effects to the patient.

Manufacturer narrative:
(B)(4).

Event description:
New information stated that upon further review of fluoroscopy, the conductors appear to be externalized and increased capture threshold was noted.